Event description:
It was reported that the device was unable to obtain spo2 readings. Customer reported that the unit initially was in use and suddenly stopped reading. The cable and probes were changed but still no spo2 reading. There were no consequences or impact to the patient.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.